Event description:
Nurse from clinical site notified lifecor by phone in 2002 of pt's death. She recommended co contact the pt's roommate and the ER nurse for further info. The ER nurse reported that the pt was not wearing the device and was already in asystole upon arrival. According to the ambulance dispatcher, the pt called in 2002 at 8:46 am stating that they had been shocked and was getting alarms. Ems arrived at 8:51 am and needed to break in. The pt was found surpine and naked on bathroom floor. The defibrillator was activated and blue gel was on the chest wall. The dispatcher reported that the fire dept had taken both the device and the pt to the hosp. Lifecor recovered the device, after a two-day search, from the pt's roommate. (The device had been passed from the hosp to the mortuary to the pt's family and then to the roommate.) The roommate downloaded info from the wcd monitor in 2002 to lifecor and returned the device.